Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the implant coil was implanted in the patient and the pushwire was discarded.(B)(4).

Event description:
Treatment of a ba (basilar artery) aneurysm measuring 8mm. During the procedure, it was reported that the axium implant coil prematurely detached as the physician was repositioning it in the aneurysm. The physician decided to leave the coil inside the aneurysm, but the implant coil migrated approximately 2cm from the aneurysm as the delivery pusher was being retrieved. A codman stent was used to secure the implant coil to the pca (posterior cerebral artery) wall. No injury was reported with the patient as a result of the procedure.